Event description:
Complainant alleged that during biomed testing, the device intermittently failed self test and the defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "failed self test" was observed, however after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. The customer's report of "energy output incorrect" was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.